Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting no delivery alarms on the insulin pump. Customer's blood glucose was 515 mg/dl. Customer stated that she has a back-up plan and has treated with the pump. Customer stated that the alarm just occurred during bolus. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that she is feeling really bad and is going to contact her health care professional for treatment advice.